Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs replaced to address the issue. Additional information received from the manufacturer¿s service center evaluated the device. The device's system board was replaced, and the software version updated on the set top box to address this issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs replaced to address the issue.